Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion sensor seal bubbled and separated. The event occurred during testing and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H2) device evaluation: annex g updated from g04105 (pump) to g04113 (seal) and g03012 (sensor). H3, h6: one device was returned for evaluation. Visual and functional testing were performed, and the pump was in used condition. The downstream occlusion (dso) seal bubble and separation was verified by visual inspection. The reported problem was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.